Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-jun-2024, it was reported that the patient tape not sticking and had four extended infusions set that failed sooner due to ifb came out after shower or came out because of sweat. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4. E1: patient city: (B)(6). Patient country: united states.